Manufacturer narrative:
During the eval of the device at the MFR's service center, issues with the power management board and internal battery were observed. The ventilator's power management board and internal battery were replaced to address this issue.

Event description:
The MFR rec'd info alleging a ventilator fails to charge its internal battery. The device was not in pt use.